Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the there was under-sensing and r-wave amplitude variation on the ICD. The patient had the r- wave sensing issue during atrial fibrillation. The patient expired due to unknown reason.